Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment of slow boot and lock up, the programmer passed all bench checks and functional tests. Analysis was able to confirm the presence of errors, via the logs and the link electronic module printed circuit board (lem pcb) assembly was replaced and reseated, and the hard drive was also replaced as a preventive measure. The hard drive was reimaged and the current release of software was loaded and the broken power cord bay was replaced. The programmer passed its final functional and systems tests and no other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had been "extremely" slow to boot and that when it did fully boot most of the time it would either freeze or go to a black screen that says "warning" and indicates that the programmer must be rebooted. It was additionally noted that it made it almost impossible to interrogate a (implantable heart) device. The programmer was returned for service. No patient complications have been reported as a result of this event.